Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was seeing the splash screen with "9.0.4" displayed, and that the programmer would shut off when it wanted to. The patient noted that they had changed the batteries but the issue still occurred. The patient additionally explained that sometimes they would not feel stimulation. They stated after saving the upright position for three minutes from baseline 2.0v to 6.8v it would save, but would revert back to baseline after they went for a walk and that their device would not recognize or memorize the changes. The manufacturer representative later repeated the allegation that the patient could be standing and the stimulation would change to 2.0 when it was supposed to be at 6.8.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.